Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a routine implant the patient received a post operative check and it was noted the atrial lead had dislodged and was capturing the ventricle. A procedure to reposition the lead was completed (B)(6) 2021 with no issues. The lead remained implanted. The patient was stable.